Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor smooth round high profile 460cc breast implants and experienced bilateral inflammation and capsular contracture baker grade IV. Capsular contracture was confirmed by a physician during a physical exam. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.